Event description:
A malfunction was reported by the caller, identified as malfunction 199 on the tandem source and indicated on the pump by malfunction code 12. The caller declined to answer whether the issue affected their blood glucose levels. No notable events occurred prior to the malfunction. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised that they could continue using the pump and to contact technical support if any malfunction codes reappear.